Event description:
Resident was being transfered via lift from geri-chair to bed. Upon completion of transfer it was noted - swelling of right upper thigh area and leg rotating inward below it. Resident also became agitated and combative with hands during transfer, making it a difficult transfer. No apparent problem noted with lift or sling used for this transfer. Filing report due to fact resident was transfered via this lift.